Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the surgical procedure to address the lead migration (x rays revealed lead migrated) on (B)(6) 2019, the physician accidently cut the lead during the procedure. As a result, the lead was explanted and replaced. Therapy was restored post-operatively.